Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("severe and chronic migraines") and muscle spasms ("thigh cramps"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, migraine and muscle spasms outcome was unknown. The reporter considered menorrhagia, migraine, muscle spasms and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ severe pain pelvic") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 2007, (B)(6) 2009, (B)(6) 2012)), caesarean section in 2007, c-section in 2009, c-section on (B)(6) 2013 and cough. Previously administered products included for birth control: ortho tri -cyclen in 2009; for an unreported indication: norinyl from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included morbid obesity, fever, alcohol use and smoker. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 days after insertion of essure, the patient experienced headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("infrequent at others severe abdominal pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("severe and chronic migraines") and muscle spasms ("thigh cramps"). The patient was treated with topiramate (topamax), fluoxetine hydrochloride (prozac) and surgery (underwent laparoscopic bilateral salpingectomies with removal of bilateral essure devices.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine, nausea, fatigue, dysmenorrhoea and abdominal pain had resolved and the menorrhagia, muscle spasms and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, muscle spasms, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative . Most recent follow-up information incorporated above includes: on 24-jan-2018: follow up received from pfs&mr-events headaches,nausea, fatigue, dysmenorrhea, abdominal pain was added and severe pain pelvic was clubbed with previously reported event. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.